Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had issues with the infusion sets. Customer stated that he changed the set over 2 nights ago and his blood glucose has shot through the roof. Customer's blood glucose was 465 mg/dl. Customer stated that changed the set or reservoir once but it does not seem to be doing anything. Customer treated with a manual injection. Customer was going to the restroom a lot due to high blood glucose. Customer mentioned that he did move the site only an inch away from the last site. Customer was advised that the site should be at least 3 inches away from the previous site or the same issue could occur. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were reviewed and found to be correct. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.